Event description:
Healthcare professional reports one incident of clotted fibers with the psn 210 dialyzer. Incident was noted at the end of treatment as high tmp alarms sounded and blood clots were observed. Hcp reports that during rinse back it appeared that some of the fibers had not filled with blood. No pt injury or medical intervention was reported by hcp.